Event description:
Home pt reports leaks in heater line tubing of 3 homechoice sets near red clamp. First leak was noted from small slit post use and home pt discarded sample. Prophylactic antibiotics were administered. Second slit was large and was noted during use. Home pt discontinued treatment and does have sample. Third small slit was noted prior to use and home pt discarded sample. Home pt reports all three sets came from same box of homechoice sets and exact dates of second and third incidents are unk. On 2/6/99, eight days after initial leak report, home pt presented to center with abdominal pain and was diagnosed with peritonitis. Culture of effluent revealed no growth, as home pt was already on antibiotics. Home pt was treated outpatient with vancomycin and gentomycin and was responding well to treatment.